Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ping meter read inaccurately low. The patient reported blood glucose results of "80 mg/dl" with a lifescan meter and "220 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. At an unclear time before the alleged issue began, the patient claimed that he had developed symptoms of a headache and feeling tired. The patient denied that he received any treatment because of the alleged issue. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.